Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-surgical neuritis. The pump contained dilaudid [5 mg/ml] at a dose of 0.25. It was reported refills became harder to do due to pump orientation. There were no factors that might have led or contributed to the issue. The pump pocket was revised due to patient size and accessibility to the pump reservoir. No patient symptoms were reported. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown when the patient first started to experience the pump flipping. The patient did not experience any symptoms. The cause of the pump flipping was unknown. The revision was performed on (B)(6) 2018. The pump flipping had been resolved. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pocket was being revised due to a flipped pump.